Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: unable to observed due to quality photography. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.